Event description:
It was reported that oil globules were discovered on a bd vacutainer® sst¿ blood collection tubes and erroneous results occurred. This occurred on 10,000 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from chinese to english: the customer used beckman's au5800 assembly line, on (B)(6) 2020, it was found that the test results were abnormal. The inspection found that the needle was covered with oil droplets, which was confirmed to be a melted gel.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for oil gel globules and erroneous results were not observed. Both photos show the instrument probe, no photos provided of sst tubes. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results or oil gel globules were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (oil gel droplets/globules) because the defect was not evident in the testing of the customer lot samples. Replicates of both retain and control samples were acceptable. Specifics of which analytes were reportedly erroneous was not available for this investigation. This complaint is not confirmed for oil gel droplets/globules or erroneous results (erroneous result testing could not be performed since specific analytes affected were not provided). Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. A complaint history review indicated this complaint was the 1st complaint received for the indicated failure modes on this lot number.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that oil globules were discovered on a bd vacutainer® sst¿ blood collection tubes and erroneous results occurred. This occurred on 10,000 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer used beckman's au5800 assembly line, on (B)(6) 2020, it was found that the test results were abnormal. The inspection found that the needle was covered with oil droplets, which was confirmed to be a melted gel.